Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that auto mode feature active was not active and automatically adjusting insulin at time of high blood glucose event. Customer stated that was having high blood glucose because he forgot to bolus for meal and when he took a bolus that is when he inserted the sensor also customer would like to continue troubleshooting. The insulin pump will not be returned for analysis.